Event description:
The user reproted a separation between the clear lower part and the white spike/smartsite component. The product was not on a patient when this occurred. The event occurred during a demonstration, no patient contact.

Manufacturer narrative:
(B) (4). (B) (4). This investigation confirmed the customer's complaint of a disconnection of the 10013365 model and found the root cause to be an insufficient application of solvent at the affected joint. A review of the production records for the time frame this product was manufactured (february to april 2006), noted that this is the only confirmed report of this fault mode during that period. A review of all production records from (B) (6) 2006 to (B) (6) 2009 confirmed this to be the only confirmed complaint and it is therefore considered an isolated occurrence. Cardinal health will continue to monitor feedback for this type of issue to ensure that a trend does not develop. This report was filed by the manufacturer.